Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any other additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13d070 was manufactured from april 22, 2013 to april 23, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The unit was returned with approximately 91ml of fluid in its bladder. A visual inspection (via the naked eye) revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the direct cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during patient infusion. The device was force primed and flow was confirmed prior to connecting to the patient. The baxter recommended filling procedure was used. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.